Event description:
As a diabetic I use the dexcom cgm(continuous glucose monitor 6) vi which was reporting glucose reading that were off by 100 points regularly that I was unaware of. It was noticed during my hospitalization in the (B)(6) hospital in (B)(6), md where a nurse did a finger stick that was compared to my dexcom phone reading and was off by 100 (230 vs 340). I repeated the comparison several times at home with a finger stick and an libreview ii cgm and found similar sizeaable errors. On hindsight this had been occurring for months and I didn't realize (nor expect) this. On hindsight, a comparison to my blood work a1c reading should have caught my attention as it was significantly off from the dexcom "cloud" mean given to me at the endocrinologist office. On hindsight, the dexcom cgm appeared like a bang-bang controller often shooting to high after eating and/or was stuck on high. The day I overdosed on insulin, the dexcom was stuck on high, resulting in overdosing insulin, that necessitated a rescue squad attempting to bring my glucose up but failing and ultimately resulting in an ER visit. I realize "maybe" I should have calibrated, but I'm 68 and have enough trying to remember to regularly take my insulin, pills, etc. Reference report: mw5150398.

Event description:
As a diabetic I use the dexcom cgm(continuous glucose monitor 6) vi which was reporting glucose reading that were off by 100 points regularly that I was unaware of. It was noticed during my hospitalization in the (B)(6) hospital in (B)(6), md where a nurse did a finger stick that was compared to my dexcom phone reading and was off by 100 (230 vs 340). I repeated the comparison several times at home with a finger stick and an libreview ii cgm and found similar sizeaable errors. On hindsight this had been occurring for months and I didn't realize (nor expect) this. On hindsight, a comparison to my blood work a1c reading should have caught my attention as it was significantly off from the dexcom "cloud" mean given to me at the endocrinologist office. On hindsight, the dexcom cgm appeared like a bang-bang controller often shooting to high after eating and/or was stuck on high. The day I overdosed on insulin, the dexcom was stuck on high, resulting in overdosing insulin, that necessitated a rescue squad attempting to bring my glucose up but failing and ultimately resulting in an ER visit. I realize "maybe" I should have calibrated, but I'm 68 and have enough trying to remember to regularly take my insulin, pills, etc. Reference report: mw5150398.